Event description:
Pt was found unconscious several times over previous few days and the pt recalls the defibrillator firing x3. The pt was taken to the or and the lead was replaced. After it was tested and appropriate response was unable to be elicited.